Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (battery - defective) has been confirmed. Upon investigation the battery was unable to power on a monitor. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was defective.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery - defective) has been confirmed. Upon investigation the battery was unable to power on a monitor. The cause for the failure was isolated to corrupt battery programming. The root cause for the programming corruption could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was defective.